Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) coronary artery. While advancing the pressure wire, the tip knuckled over and separated. The separated tip was attempted to be snared but was unsuccessful. A stent was used to crush the separated tip against healthy tissue in the lad. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink/bend and material separation were able to be visually confirmed on the returned guidewire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material twisted/bent, and material separation appear to be related to circumstances of the procedure. The guidewire was confirmed to be bent, kinked, stretched, and separated¿which are consistent with the reported material separation and kink/bend. In this case, it is likely that the guidewire damage was caused by use techniques employed during guidewire manipulation within the anatomy. The sterile devices of the same batch were returned by the user for the same reported issues. The devices were inspected over the entire length for any defects or anomalies, and there were no observations which could be attributed to the reported guidewire damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D3: correction (manufacturer establishment name, address, city and postal code, region state)